Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. The cause for the failure was isolated to a shorted u409 can transceiver on the computer/analog board. The root cause for the shorted u409 transceiver could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.